Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (type, lot number, concentration, dose, and therapy dates unknown) via an implanted pump. Indications for use (IFU) were listed as intractable spasticity and cerebral palsy. The patient's medical history and concomitant medications were unknown. The reporter was familiar with withdrawals due to past experiences and the patient had approximately 37 surgeries or more related to the catheter since the patient started the pump therapy current (B)(6) 1999 to current day. She had made additional calls to other hcps and gotten the same response. Other medications the patient was taking at the time of the event, pertinent medical history, when the surgeries occurred, if there was a device issue, patient/therapy issue, procedure issue, troubleshooting/diagnostics performed with results, and the cause of the catheter issues were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a consumer. It was reported that the patient leaks cerebrospinal fluid (csf) for months after surgery. It was reported the csf will find any place to leak. It was noted the patient had 4 catheters in their back and the healthcare professional did not want to risk removing them. No furhter complications are anticipated.